Event description:
It was reported that a cartridge was not fitting properly into the pump, and the caller identified a potential misalignment as the cause. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reloaded a new cartridge onto the pump and resumed insulin therapy. A replacement cartridge was sent at the caller¿s request, and the case was subsequently closed.